Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The drive chain and x-stage cover were damaged. The parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gantry would not move in the x direction after 2 cm. There was no patient present.

Manufacturer narrative:
The x-stage cover was returned to the manufacturer for analysis. Analysis found that the cover failed visual inspection. The x-stage had multiple scratch and dents on the top front of the cover and around docking pin holes. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.